Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One used large tr band assembly and inflator were returned to for product evaluation. Leak testing was performed on the device. The tr band inflator was used to inflate the tr band with 18 ml of air. The inflated tr band was then submerged underwater. No bubbles were observed along the seals of the large and small balloons; however, air bubbles were seen at the air inlet valve. The valve was then deconstructed and examined under the microscope. Foreign matter was found in the air inlet port/valve. The sample was sent out for ftir testing to further analyze the nature of the foreign matter, the ftir result indicated that the foreign matter is a form of polyamide similar to polyacrylonitrile butadiene styrene and polydimethylsiloxane. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo is further investigating the reported event.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved tr band would not hold pressure. The patient was in stable condition. The procedure was completed successfully. Another tr band after this one failed. Additional information was received on 19 dec 2019. Only one tr band failed. Another tr band was used, and it worked. 18mls is their normal amount of air injected into the tr band.